Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured october 2024. H11: one (1) unopened device was received for evaluation. Visual inspection was performed which observed a dark particle spot loose inside the sealed packaging, not in fluid pathway. The reported condition was verified. The cause of the particulate matter (pm) observed in the actual sample is possibly inherent to contamination during the manufacturing or packaging process, as the pm observed is enclosed in the returned sealed product sample packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet had particulate matter in an unspecified location. This was discovered during visual inspection. There was no patient involvement. No additional information is available.